Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspections was performed and the reported inflation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported inflation issue and noted balloon rupture appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was performed to treat a de novo lesion with mild tortuosity, heavy calcification and 99% stenosis in the mid femoral artery. The 4.0 x 40 mm armada 18 balloon catheter was prepped prior to use and was advanced without resistance for pre-dilatation. When the balloon was filled with contrast/saline solution, the syringe was not able to inflate the balloon. Another armada balloon was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.